Event description:
Material #302832, lot #:2278459. It was reported by customer that "we are investigating to determine the source of a white, foreign particle in our final t-cell product. As a part of investigation, we need some information for 5 ml syringe, luer lock/ 3 ml syringe, luer lock " verbatim: rcc received a complaint via email. Email(s) attached. We are investigating to determine the source of a white, foreign particle in our final t-cell product. As a part of investigation, we need some information for 5 ml syringe, luer lock/ 3 ml syringe, luer lock with catalog#309646, # 302832 and manufacturing lot# 0129260, # 2278459. Comments on 06/02/2024. 1. Could you please provide a further description of the issue? Upon visual inspection of our final t-cell products, a foreign white body was discovered. 2. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No 3. What was the impact to the patient? N/a. 4. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? Please see attachment; at this time, none of the t-cell product itself can be provided. Product # 309646 batch 0129260 can be sent back for further evaluation; there are no more remaining units of product # 302832 batch # 2278459. 5. Was the sample(s) contaminated? Yes. 6. Can you please provide a exact date of event? 12/20/2023.

Manufacturer narrative:
Pr (B)(4) - initial MDR submission with device evaluation. A device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2278459. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.